Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) goal and treatment time changed on a fresenius 2008k2 hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was programed to a uf goal of 1000 and treatment time of 2.45 hours, however, five minutes into treatment, it was noted that the machine defaulted to a uf goal of 3000 and treatment time of 3 hours. The biomed stated that the machine was manually adjusted back to the original settings. The biomed stated that the up/down arrows were used to manually adjust the uf goal and treatment time. The uf was not turned off at all during treatment. It is unknown if the up/down arrow keys were used to program the initial setting. The patient was able to successfully complete treatment and the correct amount of fluid was removed from the patient at the end of treatment. There was no patient injury, adverse events, or medical intervention required. Additional patient information and treatment details were unable to be obtained. Per the biomed, the machine was returned to service and no parts were replaced or repairs made.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.